Event description:
Revision surgery - 2nd revision. Pain, 8 years post first revision. It was observed that the tibial insert had disassociated from the tibial baseplate. The retaining screw was unbroken and still in place in the tibial baseplate.